Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 20 mg/dl; bupivicaine 40 mg/ml; compounded baclofen 600 mcg/ml; clonidine 300 mcg/ml and droperidol 200 mcg/ml. The infusion rate was 1 ml/day.